Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without a low battery alert occurring first. Blood glucose level at the time of the incident was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode.unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit communicated properly with glucose sensor simulator and the minilink transmitter. The correct test bg value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No unexpected replace battery now alarms, screen navigation anomalies, prime/fill anomalies, low battery anomalies noted during testing. Power error alarmed while monitoring and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a month with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly damaged keypad overlay texture.